Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received critical pump error. Customer's blood glucose was unknown at the time of incidence. Customer stated that had opened book image. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump had a pump error after battery installation. Constant critical pump error alarm due to moisture damage on the electronic assembly. Corroded motor assembly noted during visual inspection.